Event description:
It was reported that on (B)(6) 2014, the ventricular lead exhibited unacceptable thresholds. The lead dislodged and was capped on (B)(6) 2014. The patient was doing well after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.